Event description:
It was reported that the pt had a return of symptoms. The device was interrogated and the "warning message: charge density may be enough to cause tissue damage. Consult the technical manual" appeared at programming parameters that were lower than usual (left side 2 active electrodes at 2 v, 60 microseconds, 130 hz; right side 2 active electrodes at 2 v, 60 microseconds, 130 hz). All impedances were <2000 but currents were all <15 microa. During revision of the device, the health care professional (hcp) first tried to disconnect and reconnect the extensions to the device, but with no improvement (left therapy impedances = 541 ohm; right therapy impedances >4000 and lead impedances <2000). Impedances were tests both at the pins of the extensions and at the connections between extensions and leads in order to test only the leads. All impedances between the couple of contacts of both leads were <4000. When the hcp tried to reconnect the pins to the connector boot of the device inverting the leads (right lead in the first channel and left lead in the second channel) therapy measurements gave the same results as before (left therapy impedances but with right lead=541 ohm; right therapy impedances but with left lead >4000 and lead impedances <2000). The device was replaced, and the pt seemed to be responsive to the stimulation.

Manufacturer narrative:
(B)(4). Final device analysis of the implantable neurostimulator (ins) revealed no anomaly found; ins functionally ok. The ins had good output on every electrode pair including the unipolar mode on both channels. The ins was measuring impedances correctly. The complaint could not be duplicated. The "charge density warning" could occur even at what appeared to be low programmed settings if the upper limit parameters were high. Reason for late MDR due to implementation of process improvement.